Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The final customer lot number was identified. One component knife lot was used to make up the customer's identified lot. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the DHR review. A complaint history examination revealed this is the first complaint against the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife used during surgery resulted in a larger incision site. Leakage at the incision site was experienced. Additional information has been requested.